Event description:
The following has been reported: biomed reported: "no patient harm an IV pump that is having an issue. The pump is giving a "tubing set is misloaded." Biomed verified this issue and tried cleaning this pump multiple times. It appears that the smaller top right pin is getting stuck in, but is able to be pulled out manually without using much force. A preliminary review identified the following issue: mechanical hardware failure (av assembly) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.